Manufacturer narrative:
Updated fields: this report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The diagnostic was done by helpdesk (need to exchange socket connector). The device worked appropriately before the case and it without moving endoscope connector. The exchange of connector socket resolved the issue and device worked. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a faulty connector socket. The phenomenon was attributed to faulty connector socket, but the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus received a report of intermittent frame loss when working with the evis exera ii video system center. An image appears without interruption when the video connector is not moved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.